Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported to olympus that an hf unit (generator) had an e433 footswitch error. It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus. During their investigation, the sbc was able to confirm the reported issue. During their inspection, the service department traced the issue back to the generator board. The error was listed several times in the error log. It is likely that the issue is permanent, and the generator board needed replacement. Cause: e433: the cause is very likely a faulty generator board. Missing label: the cause is very likely improper handling by the user. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.